Event description:
From staff of product failure: radial compression band failed to hold air in the balloon, resulting in failure to maintain hemostasis of the radial arteriotomy site post heart cath. A small amount of bleeding occurred, but this occurred under direct observation of the scrub assistant who had just applied the band, so manual pressure was immediately applied to prevent any further bleeding. The compression band was replaced and no further issues occurred.